Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump displayed an alarm with a low volume. There was no reported injury to the patient.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. The pump was visually inspected, and it was found that the piezo wasn't sound properly. The reported issue regarding a low alarm volume was verified. Further investigation of the pump and determined that a faulty piezo is the cause of the issue and will be replaced to resolve the issue.